Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a fast intrinsic rate and morphology changes. The sensing vector was set to the primary vector. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.